Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported event was unknown; however, a system error 2417 was identified during a review of the event history log. Visual inspection and functional tests were performed. The pump was found to be noisy during audible inspection. The root cause was determined as a faulty pump. Several alarms were identified during functional testing including system error 2417, system error 2416, reload the set 196, and reload the set 197. The cause of the condition was determined to be faulty pump tubings and faulty assembly bottle tubing. To correct the condition, the pump tubings and assembly bottle tubing were replaced. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed following repairs, with no additional defects or malfunctions found with the device. Should additional relevant information become available, a supplemental report will be submitted.